Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use the closurefast catheter along with rfg3 generator during procedure to treat the great saphenous vein (gsv) and short saphenous vein(ssv).tumescent infiltration with lidocaine 1% and local anaesthesia were used. The lumen was flushed prior to use with nacl, and a guidewire was used for insertion of the catheter. The proper temperature was reached. It was reported that the catheter was not responding/recognized. A complete gsv was treated without issue. The problem came up during the 1st segment of the second truncal vein in the same patient (ssv) with same catheter. During the 1 ablation cycle, 3 seconds prior the end of 20 second heating, the heating suddenly stopped and could not be restarted. On the generator display was error message low impedance or similar (user does not remember exact message).the generator was restarted, and power cycled, and the issue persisted. The catheter was taken out and it was noticed that there was a defect on the heating element which was not there when the catheter was introduced in the ssv. It looked like the isolating cover had churned through. The procedure was completed with another catheter of the same lot number with the same generator. No patient injury. Patient had no pain during the intervention; compression bandage used after the ablation; both veins closed after the procedure. Patient is doing well.

Manufacturer narrative:
Image review: three images were returned for review. Image 1: image shows a clf heating element/coil, a bend and in bubbling/melting/burnt observed in the middle section of the element consistent with the returned device. Image 2: image shows a clf device with damage noted to the heating element/coil section. Image 3: image shows note completed by the physician for a defective cfl device. Product analysis: the closurefast catheter was returned to medtronic investigation lab for evaluation. The device was returned loosely inside a biohazard bag within a box. No ancillary devices were received. Three image file was returned for review: no issues identified in the catheter connector and no kinks were noted along the catheter shaft. There fep layer that surrounds the heating element/coil was observed to consist of bubbling/ melted/burnt along the proximal length of the heating element/coil. A bend was also noted at the proximal section of the element/coil. Microscopic examination revealed that the fep layer had resulted in bubbling/melting/burnt which is consistent with over exposure to heat. The black substance is mostly likely dried blood. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 87.1 ohms test 2. (Tc+/ tc- test) (specification: 250 ohms) ¿ result = 112.7 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.77 k ohms) test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.09 k ohms) all 4 tests passed as per acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generator when plugged in. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.